Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down and restarted on its own while customer was sleeping. There was no impact to the customer's blood glucose level. Reportedly, contact stated they were unsure if pump was charged prior to shut down. During troubleshooting with tandem technical support, it was confirmed that a "low battery power" alert was received. Recommendation was made to keep battery life high by charging pump at least 15 minutes per day. Customer acknowledged.